Event description:
User facility reported event occurred during a diagnostic procedure. They reported a delay in procedure and stated the procedure was not completed. Patient demographics were not provided.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The root cause was not identified. The probable cause for the failure of, ultrasound image is not displayed is related to the age of the device. The indicated event was caused by breakage of the g1 circuit board. Five years and ten months have elapsed since the product was manufactured, it is inferred that the event was caused due to deterioration over time.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found there is no display on the device at power up. The power status on the front of the monitor is not lit up. The on/off switch is in the "on" position. The power was tested and confirmed that there is 116v at the input of the monitor ac inlet. The menu button on the monitor is non-responsive. The power/no image is due to a faulty g1 board that was replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there was no ultrasound image on the monitor. The user facility indicated that the monitor received power but does not boot up. There was no patient involvement. No additional information was provided.